Event description:
A surgeon reported that an intraocular lens had to be removed and replaced due to unexpected postoperative refraction. The wound was widened to accommodate removal and replacement. The lens power for the replacement lens has not been provided.